Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. It was reported while on impella 2.5 support, the patient experienced shortness of breath, tachycardia. And a quick drop of blood pressure. The patient lost pulse, and despite all efforts the patient coded and expired. The relationship between the patient's outcome and the impella is unknown.